Manufacturer narrative:
The asm battery was replaced and the change battery softkey was pressed. The pump then passed functional testing (pumping with no alarms). The customer complaint of "turning off, with no alarm" was confirmed with a probable cause of asm battery (depleted).

Event description:
The event involved a plum 360 that unexpectedly shut down during patient use. The reporter stated that, they have received a datix notification after a plum has failed when on a patient and the battery was implicated. The pump will also need to be returned to ICU, to review the alarm logs, battery operation status and alternating current (ac) status. Previously the audio had been paused due to battery error message ¿service battery/replace pump¿. The patient was left alone and when the nurse returned, the pump was found to be turned off. No audio was reported. They have advised the clinical staff to keep these devices plugged in at all times, as the batteries have been failing for over a year. They do not know if the pump was plugged in and have not tested the audio alarm; 3-minute warning prior to the battery going flat. The battery has been cycled and had a capacity of 21%. Prior to installation in may 2024, the battery capacity was 110%. The manufacturer is listed on the battery label was csb, and the color in text was red. The date code or lot code on the battery was lot 230424v21 ICU test date 02/02/2024. There was no fluid leaking from the battery. There was no physical damage to the battery. The battery was last changed in may 2024, charge checked then was 110%. There was no patient harmed.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.